Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer went to the emergency room for elevated blood glucose (bg) levels of up to 500 (mg/dl) and trace ketones. Reportedly, contact stated that the customer had the stomach flu. While in the hospital, customer was treated with intravenous fluids and the customer changed their infusion site. Customer was released a few hours later with a bg level of 300 (mg/dl). Contact stated that the customers health care provide was satisfied that the customer's bg levels were more controlled, but contact stated that the customer was still in less than perfect condition.